Event description:
It was reported that there were telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. The antenna locate feature was used. This action resulted in a por (power-on-reset) message on the recharger screen for one minute, and then the pt was able to access regular recharging functions.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional.